Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava .the device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years later post filter deployment, an x-ray abdomen 1 view was performed, and it revealed that the filter in place with mild tilting to the right of midline, even noted with previous computed tomography (CT) images. After two weeks, a computed tomography (CT) abdomen and pelvis with contrast was performed and it revealed that the filter was tilted mildly to the right of midline, though the tip of filter still appears to be free within the inferior vena cava adjacent to the right lateral wall. Inferiorly the legs of the filter are seen to penetrate through the caval wall therefore, the investigation is confirmed for the alleged filter tilt and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.